Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm and also had a stuck button. Customer¿s blood glucose value was 170 mg/dl. Customer went to swimming pool and it started beeping stuck button alarm. Customer stated that they were unable to clear the alarm. Customer stated they did not press a button down for 3 minutes. The device will not return for the analysis.

Manufacturer narrative:
All buttons functioning properly during testing. Device passed displacement test and self test. No pump error 68 alarm noted during testing. However, corroded electronic assembly noted during visual inspection.